Manufacturer narrative:
One implant has been returned for review. Residue remained on the external surface of the implant and dark debris remained stuck inside the implant. The internal hex of the implant has been stripped. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. Visual comparison to the drawing did not provide indication of a manufacturing deviation. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this complaint. A definitive root cause has not been determined.

Manufacturer narrative:
The screw was discarded; however the implant was returned on (B)(6) 2016. Discarded.

Event description:
The dentist reported the iunihg abutment screw fractured when taking an impression around the tooth. The screw could not be removed; therefore the implant was removed.